Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Visual inspections of both instruments noted sixteen clips remaining from each. Functionally; when the trigger handle was cycled the clips appeared to not load properly. Based on the evaluation of the device; the reported condition can attributed to application technique causing the device to load two clips simultaneously and misfire and the second device fired properly. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the double indexing and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). Reference MFR report # 2647850-2015-00815 for 2nd device in procedure.

Event description:
According to the reporter: during the procedure, the clips would initially fire from the device. Then, with subsequent firings, the jaws would constrict and not release, causing the tissue to snag. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Manufacturer narrative:
(B)(4).